Event description:
It was reported that an infection occurred. The implantable pulse generator (ipg) system was explanted. It was noted that the patient received a blood transfusion due to procedure blood loss and a pre-existing low platelet count secondary to multiple health issues. Additional information was received that the patient died one day following the removal of the ipg system. A cause of death was a post-surgical blood clot. No additional information is available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).